Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/08/2023. It was reported by the patient's father that the patient had surgery and the sensor wire was successfully removed. At the time of follow up contact, the patient was doing fine. No additional patient or event information is available.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient had removed the sensor 45 minutes after it was inserted. The patient noticed that the sensor wire was missing and felt something unusual on his arm where the sensor was inserted. On (B)(6)2023, the patient went to urgent care/clinic for assistance with the missing sensor wire. The patient had an x-ray and found out that the sensor wire was inside his skin. At urgent care, they cut his skin open but was unsuccessful in removing the sensor wire. The patient then went to the emergency room for additional assistance and the ER advised the patient to have surgery on monday, (B)(6) 2023. At the time of the report, the patient was fine but the affected area was still hurting. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - f1901 additional surgery.